Manufacturer narrative:
Concomitant medical products: two detachment control boxes (details unknown); two connecting cables (details unknown); another coil (details unknown). A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The product will be returned for analysis, however it has not been received. Additional information will be submitted within 30 days of receipt.

Event description:
During the procedure, the surgeon performed a pre-deployment check with the deltapaq coil (cdf10021030/(B)(4)) out of the patient¿s body but the test failed. The detachment control box (details unknown) and connecting cable (details unknown) were changed but still failed. The surgeon suspected the coil had quality issue and had to change to another coil (details unknown) to complete the procedure. No patient or vessel code information provided.

Manufacturer narrative:
After further evaluation of the event, the event does not meet criteria for medwatch reporting. Therefore, please note that no further information will be forthcoming for this report.